Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the employee was using 3-way stop clock on (B)(6) 2025 when performing a nuclear medicine stress test. During the isotope injection, the syringe came off the stopcock and caused a spill. Upon inspection, it appeared the stopcock malfunctioned and did not tighten to the syringe properly. Again, on (B)(6) 2025, employee was performing the same test and prior to injecting, he tested the stopcock and found another one that was not working properly. The event occurred while in use with patient. Medication was being used with this product. The product was not reprocessed or re-sterilized prior to use. There was a patient involvement and there was no reported patient harm.